Event description:
Staff sent for an unknown medical in the hospital lobby that turned out to be a cardiac arrest. Pt was placed on monitor (paddles attached) and found to be in v-fib. In preparation to shock the patient staff attempted to switch the monitor to "paddles" and was unable. Staff pressed "lead" and the paddle option did not appear. Pt was then attached to the hospital monitor that was on scene. During the time the pt was being switched over staff disconnected and re-attached the cable but was still unable to switch to paddles. The monitor was turned off and back on without success. At this point the hospital monitor failed as it was not charged. Medic 4 was requested to the scene and advised of the equipment failure. CPR was continued, an IV established and meds given per protocol and as documented in the run form. Pt went into pea prior to arrival of medic 4 and was switched to that monitor. After the first round of meds and continued CPR the pt went back into v-fib and was shocked twice with medic 4's monitor prior to transport. Pt went into asystole with continued monitoring during transport.